Event description:
It was reported there was no capture in the rv lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field complaint of loss of capture could not be confirmed. The lead electrical functions were normal and no anomalies were found. The outer insulation was cut in the field.